Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer reported experiencing symptoms of irregular breathing and difficulties speaking. The customer was treated with candy and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer reported experiencing symptoms of irregular breathing and difficulties speaking. The customer was treated with candy and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "scan again in 10 minutes" error message with the adc freestyle libre sensor. The customer reported experiencing symptoms of irregular breathing and difficulties speaking. The customer was treated with candy and juice by a third-party. There was no report of death or permanent injury associated with this event.